Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from a patient with no symptoms of covid-19. Sample was collected on (B)(6) 2021 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive. Sars-cov-2 positive was reported to physician. Retest-1 also ran on (B)(6) 2021 using xpert xpress sars-cov-2, resulting in sars-cov-2 negative. Retest-1 result was not reported to physician. Retest-2 also ran on (B)(6) 2021 using xpert xpress sars-cov-2, resulting in sars-cov-2 negative. Retest-2 result was not reported to physician. Review of data provided by the customer showed sars-cov-2 positive results with late CT's but no evidence of product malfunction. No patient harm occurred as a result.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from a patient with no symptoms of covid-19. Sample was collected on (B)(6) 2021 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive. Sars-cov-2 positive was reported to physician. Retest-1 also ran on (B)(6) 2021 using xpert xpress sars-cov-2, resulting in sars-cov-2 negative. Retest-1 result was not reported to physician. Retest-2 also ran on (B)(6) 2021 using xpert xpress sars-cov-2, resulting in sars-cov-2 negative. Retest-2 result was not reported to physician. Review of data provided by the customer showed sars-cov-2 positive results with late CT's but no evidence of product malfunction. Cepheid's patient safety board reviewed the case and the data provided by the customer. Review of all xpert xpress sars-cov-2 tests show sars-cov-2 positive result with late CT's and normal amplification curves and normal epf values. Discrepancy due to target viral load near lod. All tests show no evidence of product malfunction. There was no patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.